Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal es was deployed. During deployment of the first collagen plug, the operator found it difficult to advance the plunger and tried forcing it. When the plunger would not advance, the operator tried to advance the second collagen plug forcefully. It was noted that the sheath was sheared off. Manual pressure was applied to achieve hemostasis. The operator mentioned that he did not have the occlusive holder let up on pressure. No patient complications were reported. The datascope representative discussed the possibility that the vasoseal sheath kinking and breakage was due to the occlusive hold and troubleshooted possibilities of overcoming this problem if it were to recur. The product was returned for evaluation.